Event description:
On (B)(6) 2012, the patient reported that the pump did not maintain time settings as programmed. The reporter stated that he was off the pump for two to three weeks. The patient said that on (B)(6) 2012, he set the time as usual when he placed a battery into the pump to restart pump therapy. He said that he programmed the time to 8:00am but the home screen read 8:00pm. The patient reported that he rebooted the pump and again attempted to program the correct time. On (B)(6) 2012, the patient reviewed the steps with customer technical support and once again he said that the time edit feature did not maintain the time as programmed. At the same time the patient reported that when he restarted pump therapy on (B)(6) 2012, his blood glucose readings were in the 60mg/dl to 70mg/dl range with occasional shakiness or weakness. The patient stated that he treated himself with food, did not require assistance from another person, and did not seek medical intervention. The patient's description of the blood glucose excursions does not meet the definition of a serious medical injury. This complaint is being reported based on the following conclusions: although the patient was aware of an issue with the time edit function for four days, the pump allegedly would not maintain the correct time setting and did not provide an alert to the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing the time and date were set to current settings and then adjusted from am to pm and from pm to am without difficulty. A review of the black box showed the pump was not used from (B)(4) 2012. There was no evidence in the black box of the pump that the am/ pm settings could not be programmed. The pump black box history showed multiple manual time and date changes after the reported event date ((B)(4) 2012). During troubleshooting on (B)(4) 2012, the patient indicated not being able to change the time on the pump; the issue of not being able to adjust the time or date on (B)(6) 2012 was due to a known software issue.